Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of 125 ohms. The patient had recently been seen in clinic and the shock impedance had been 122 ohms at that time. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.